Event description:
As reported by (B) (4) registry, the patient experienced a stroke and expired during the index procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). The lesion was described as eccentric, concentric, 25mm in length, 70% stenosed, with moderate calcification. The reference vessel was 5mm in diameter and moderately tortuous. A 6mm angioguard rx was deployed beyond the target lesion. The lesion was pre-dilated and an 8x40m precise pro rx stent was successfully implanted. The angioguard rx was removed with no debris noted in the basket. Residual stenosis was 0%. During the index procedure, the patient expired due to hemorrhagic stroke. No additional information was provided.

Event description:
It was reported via clinic notes received that the patient was not feeling their stimulation. Their vns generator was interrogated and confirmed to be functioning. The patient also had a history of pain with stimulation and shock sensation with stimulation. He had been playing doge ball and slamming the ball into his head or the device. It was decided to do a prophylactic replacement of the patient's vns generator and while in the operating room a hole was noted in the patient's vns lead and that to was replaced. It is unknown if the hole in the lead was involving the inner and outer tubing. The explanted products are at the manufacture pending completion of product analysis.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00044 and 9616099-2010-00293. The evaluation codes have been included. As reported by (B) (4) registry, the patient with a history of hyperlipidemia, smoking history, diabetes mellitus, coronary artery disease, hypertension, breast cancer, severe peripheral vascular disease, pneumonia, transient ischemic attack, and allergies to codeine, oxycodone, acetaminophen, diazepam, hydrocodone, grass, penicillin and contrast dye experienced a hemorrhagic stroke and expired post index procedure. The target lesion was located in the ostium of the left internal carotid artery (ica). Carotid duplex revealed occluded right internal carotid artery and 50-69% left internal carotid artery stenosis. The lesion was described as eccentric, concentric, 25mm in length, 70% stenosed, with moderate calcification. The reference vessel was 5mm in diameter and moderately tortuous. A 6mm angioguard rx was deployed beyond the target lesion which was pre-dilated followed by successful implantation of an 8x40m precise pro rx stent. The angioguard rx was removed with no debris noted in the basket. Residual stenosis was 0%. Intra-procedure the patient¿s mental status changed and her blood pressure increased requiring medications. By the time the patient left the catheter lab, she was completely unresponsive. The patient underwent emergency intubation and a CT scan revealed extensive subarachnoid hemorrhage with possible herniation. The patient became hypotensive. Consultations with cardiology, neurology, and internal medicine determined the event was lethal. The family felt the patient would not want to be kept alive and the patient was terminally extubated and went into asystole. The family did not want an autopsy. Medical records revealed the patient had previously experienced episodes of weakness and slurred speech over the past few years. The investigator confirmed the hemorrhagic stroke was not related to the cordis product. A review of the manufacturing documentation associated with this lot for both devices presented no issues or anomalies during the manufacturing process that can be related to the reported complaint. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and post-operative hypertension. The patient was heparinized for the procedure and anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
The product is not available for evaluation.concomitant devices included 6mm angioguard rx.additional information will be submitted within 30 days of receipt.a review of the manufacturing records indicated this product was final inspected tested and was determined to be acceptable.this is one of two products involved with this adverse event in which associated manufacturer report numbers are 1016427-2010-00044 and 9616099-2010-00293.